Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms confirmed oversensing as mentioned in the complaint description. On the x-rays, three different shock leads could be seen in their distal position. No peculiarity was observed. The available x-rays were inspected. Three right ventricular leads were visible on the images, most likely the lead under complaint, the predecessor lead, as well as the newly implanted lead. An interaction between the lead under complaint and the mentioned riata cannot be excluded and might have resulted in an increased stress level. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 57 months after the implantation, this lead was capped due to oversensing.